Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6. The event of "breast fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contraction baker grade IV of the textured implants, implant exchange, "breast fluid" and "calcifications." Device has been explanted.

Event description:
Healthcare professional reported right side capsular contraction baker grade IV of the textured implants, implant exchange, "breast fluid" and "calcifications." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening, calcification white in the surface of the shell, brown particles in the fill channel. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a opening striated in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior (two same edge) assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contraction baker grade IV of the textured implants, implant exchange. Device remains implanted.